Event description:
Distributor reported a failed implant. No pt info was provided.

Manufacturer narrative:
No observable defects could be found with the components themselves. Measurements taken met designe requirements. A review of the lot history of the subject product could not be completed since the lot number was unavailable from the dr.'s office.